Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient, who recently had generator replacement surgery on (B)(6) 2016, had an infection at her generator site. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release. The physician prescribed antibiotics to treat the infection. As of (B)(6) 2016, the antibiotics were clearing up the infection, and there was no further intervention taken.